Event description:
It was reported that while unloading a patient, an operator accidently activated the "plus" button while the load wheels were still on the ambulance floor. Allegedly, the load wheels did not clear the floor and the cot rose in the ambulance. Reportedly, this caused the cot to tip. No adverse consequence is alleged.

Manufacturer narrative:
The maintenance staff at the customer account examined the cot and found the cot to be operating to specification.